Event description:
Reportedly, the interrogation was interrupted and an error message was displayed. This issue was reproduced on three patients, and the programmer was eventually replaced.

Manufacturer narrative:
Preliminary analysis revealed that the observed issue most probably resulted from a damaged telemetry head.

Event description:
Reportedly, the interrogation was interrupted and an error message was displayed. This issue was reproduced on three patients, and the programmer was eventually replaced. Preliminary analysis revealed that the observed issue most probably resulted from a damaged telemetry head.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the interrogation was interrupted and an error message was displayed. This issue was reproduced on three patients, and the programmer was eventually replaced.